Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, device was found to be in back-up vvi. Device download was performed successfully.